Event description:
It was reported that an amplatz super stiff was used in the procedure. When pushing the guidewire to mount onto the stent, the guidewire broke off after applying force due to the feeling of having a foreign matter. No patient complications were reported.

Manufacturer narrative:
The complainant was unable to provide the suspect device lot number; therefore, the lot expiration and device manufacture dates are unknown. Device problem code a0501 captures the reportable event of a core wire break. The returned amplatz guidewire was analyzed, and the evaluation found that the coil wire was unraveled due the core wire was found detached separated from distal tip to the transition point. Also, the guidewire was kinked and bent at distal section. During product analysis it was found that the coil wire was unraveled due the core wire was found detached separated from distal tip to the transition point, also, the guidewire was kinked and bent at distal section, it is related to excessive handling of the device and the technique used by the doctor in preparation, which could possibly have affected the performance and integrity of the device. The most probable cause code for the as reported code coil wire detachment of device or device component is "adverse event related to procedure."

Event description:
It was reported that an amplatz super stiff was used in the procedure. When pushing the guidewire to mount onto the stent, the guidewire broke off after applying force due to the feeling of having a foreign matter. No patient complications were reported.

Manufacturer narrative:
Block d4, h4: the complainant was unable to provide the suspect device lot number; therefore, the lot expiration and device manufacture dates are unknown. Block h6: device problem code a0501 captures the reportable event of a core wire break.

Manufacturer narrative:
The complainant was unable to provide the suspect device lot number; therefore, the lot expiration and device manufacture dates are unknown. Device problem code a0501 captures the reportable event of a core wire break. The returned amplatz guidewire was analyzed, and the evaluation found that the coil wire was unraveled due the core wire was found detached separated from distal tip to the transition point. Also, the guidewire was kinked and bent at distal section. During product analysis it was found that the coil wire was unraveled due the core wire was found detached separated from distal tip to the transition point, also, the guidewire was kinked and bent at distal section, it is related to excessive handling of the device and the technique used by the doctor in preparation, which could possibly have affected the performance and integrity of the device. The most probable cause code for the as reported code coil wire detachment of device or device component is "adverse event related to procedure".

Event description:
It was reported that, during a ureteroscopy procedure using an amplatz super stiff. When pushing the guidewire to mount onto the stent, the guidewire broke off after applying force. The procedure was completed with another of the same device. No patient complications were reported.